Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump frequently alarms "high pressure." No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: evaluation results: one cadd legacy pump was returned for investigation in used condition. High pressure, and no disposable alarm messages were observed in the event history log. The investigator was able to replicate the customer reported product problem (frequent high pressure alarm) during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensors were replaced as a preventive measure.